Event description:
It was reported that stent moved on the balloon. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The physician had difficulty getting down to the lesion with an apex and nc balloon catheters. So, the physician decided to use a 6f guideliner guide extension catheter to deliver the devices easier and was able to deliver the nc and compliant balloons. After a percutaneous old balloon angioplasty was performed, a 3.50 x 16 synergy drug-eluting stent was advanced; however, the stent could not be delivered to the calcified area after pushing a couple of times. The stent was pulled out and the guideliner was tried to advance down the vessel with the apex balloon and reached the mid rca. The synergy stent was advanced to the lesion and it was noticed that there was no stent on the stent delivery system. The stent was found via x-ray to be in the guide catheter on the stent balloon shaft inside the aorta. The device was pulled out of the patient's body and completed the procedure with a 3.0x16 synergy stent. No patient complications were reported.